Event description:
It was reported that the lead exhibited loss of capture and the patient experienced diaphragmatic stimulation. It was noted that one month previous, the patient had collapsed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.